Event description:
It was reported that the patient expired. Six weeks earlier, a 4.00mm non-boston scientific stent was implanted to treat the 5.75mm in length target lesion located in the left main (lm) artery . The non- boston scientific stent was under expanded measuring only 4.5mm. In (B)(6) 2020, a percutaneous coronary intervention (pci) was performed. A 3.00 x 16 synergy stent was implanted in the left anterior descending artery (lad) without any issues. A 3.00mm x 24mm synergy drug-eluting stent was taken over the non-boston scientific wire and through the previously implanted 4.00mm non-boston scientific stent. The 3.00mm x 24mm synergy stent was deployed at the bifurcation of the lad and left circumflex artery (lcx). A stent boost was taken to see the proximal landing of the expanded synergy stent. At this time the patients pressure dropped and angio revealed a flow limiting dissection distal to the lcx and distal to the deployed stent. The resuscitation team and cardiac surgeon were called to treat the patient. That afternoon, the patient left the catheterization lab in stable condition. It was noted that the physician confirmed that the non-boston scientific wire caused the dissection. However, later that evening the patient passed away. The documented cause of death has not been provided.

Event description:
It was reported that the patient expired. Six weeks earlier, a 4.00mm non-boston scientific stent was implanted to treat the 5.75mm in length target lesion located in the left main (lm) artery . The non- boston scientific stent was under expanded measuring only 4.5mm. In (B)(6) 2020, a percutaneous coronary intervention (pci) was performed. A 3.00 x 16 synergy stent was implanted in the left anterior descending artery (lad) without any issues. A 3.00mm x 24mm synergy drug-eluting stent was taken over the non-boston scientific wire and through the previously implanted 4.00mm non-boston scientific stent. The 3.00mm x 24mm synergy stent was deployed at the bifurcation of the lad and left circumflex artery (lcx). A stent boost was taken to see the proximal landing of the expanded synergy stent. At this time the patients pressure dropped and angio revealed a flow limiting dissection distal to the lcx and distal to the deployed stent. The resuscitation team and cardiac surgeon were called to treat the patient. That afternoon, the patient left the catheterization lab in stable condition. It was noted that the physician confirmed that the non-boston scientific wire caused the dissection. However, later that evening the patient passed away. The documented cause of death has not been provided.

Manufacturer narrative:
H6 - patient codes: changed from death to insufficient information. H6 - impact codes: changed from none to death.